Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d10 and h3 were updated.

Manufacturer narrative:
The customer's meter was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.   Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they had an issue with the display for the coaguchek xs meter, which could affect the interpretation of the customer¿s results. The initial reporter stated they could not see all the segments in the results field. They also stated they were not able to see all the segments for the 3 8's during a display check. No actual misinterpretation of a result occurred.